Manufacturer narrative:
The reported events of high impedance, capturing problem and material integrity problem were not confirmed. As received, a partial lead was returned in one piece with the helix stretched and bent. Visual and x ray examination found damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths due to procedural damage. All damage found is consistent with procedural damage.

Event description:
Additional information received notes that lead fracture was suspected.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high capture threshold and high pacing impedance. The lead was successfully explanted and replaced. The patient was stable and asymptomatic.